Manufacturer narrative:
(B)(4). Batch # u5al1f. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified. Additional information received: the anastomosis site was resected again and dst anastomosis was performed. The procedure was not converted to open. And no stoma was required. The cause of this matter was not known. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic lower anterior resection, the firing force was higher than expected, and the breaking sound of the washer was not heard. The device was used on the rectum. The gap setting scale marked middle of it. The device could not be removed from the patient, so the adjusting knob was adjusted and somehow it was removed. When the tissue left inside the device was checked, it was found the staples were unformed. Competitive stapler was used to complete the case. There were no adverse consequences to the patient. It has been 2 days since surgery, and no leakage has occurred. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2020. Additional visual inspection of the device was done. This visual inspection did not reveal any findings that are believed to have contributed to the malformed staples. Based on this information and the device exhibiting back-drive in the previous evaluation, no further testing was performed.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2020. Please see corrected data in h11. H11: corrected data device analysis investigation summary. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality; the device was fired over test skin; the washer was cut, and malformed staples were observed. During firing of the device, it was noted that the adjustment knob exhibited back-drive greater than 40° from the starting position. The condition noted has been correlated to the manufacturing process. It should be noted that as part of our quality process all  devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2020. D4: batch # u5al1f. H6: component code = mechanical (g04). Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality; the device was fired over test skin; the washer was not cut, and malformed staples were observed. During firing of the device, it was noted that the adjustment knob exhibited back-drive greater than 40° from the starting position. The condition noted has been correlated to the manufacturing process. It should be noted that as part of our quality process all  devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.